Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that they accidentally placed the insulin pump on the stove while cooking. The insulin pump's backside and clip melted and it broke. The bottom part of the insulin pump detached. Customer's blood glucose level was 217 mg/dl. The device was not returned.

Manufacturer narrative:
The insulin pump was received the missing end cap and was unable to perform displacement test due to melted case. The insulin pump had keypad overlay stained and minor scratches on the lcd window.